Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Eval summary: operative notes from when the devices were implanted in 2004 were reviewed and did not indicate any complications. The stem was noted to be loose in the revision notes. No devices or photos were rec'd; therefore the condition of the components is unk. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the pt's hip was revised due to pain and loosening of the femoral stem.